Event description:
Information received by medtronic indicated that the customer experienced low blood glucose with a blood glucose value of 56 mg/dl. The customer also reported the pump was over-delivering. The customer was treated with a food intake. The customer experienced no symptoms. Troubleshooting was performed and found that the pump was used within 48 hours and the auto mode feature was active at the time of the event. No harm requiring medical intervention was reported. The customer will discontinue using the pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for alleged low bgs and over delivering were found on 13-dec-2022. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0874 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 14.6 units of normal bolus was delivered on 13-dec-2022 between 09:19:29.000 and 19:32:19.000. Pump was cut to perform visual inspection and found evidence moisture damage on the force sensor and motor home switch. Force sensor zero offset within specification with 24.0 mv. Motor was tested outside of unit it passed. The p-cap/reservoir does lock properly. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.